Manufacturer narrative:
J vasc interv radiol 2024; 35:1602-1612. Https://doi.org/10.1016/j.jvir.2024.05.020. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported via literature article that there were two grade 3 adverse events reported at the 179-day follow-up. A retrospective, single-center analysis of 56 patients with solitary hepatocellular carcinoma treated with therasphere from 2020 to 2022 was performed to utilize voxel-based dosimetry following radiation segmentectomy (rs) to understand microsphere distribution and validate current literature regarding radiologic and pathologic outcomes. Patients were followed up to 6 months for treatment related adverse events associated with radiation segmentectomy. No procedure-related adverse events were noted. At 60 days, treatment-related adverse events were noted in 19 patients related to albumin/bilirubin/low platelets; no patients experienced grade 3 or higher. At a median follow-up of 179 days, only 2 grade 3 adverse events were noted related to platelet count decrease.